Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient had his sling implanted and went from three to 1 pad per day. However, the patient was not satisfied with the grade of urinary incontinence and requested an artificial urinary sphincter (aus). The patient underwent surgery to implant the aus.